Event description:
Report received of an overdelivery and an operator error in programming the device. The pump was programmed in 2003 at 1655 in the pca only made with a 0.2 mg/dl concentration, a pca dose of 1.5 mg, a 15 minute patient lockout, a 24 mg 4-hour limit and a container size of 20 mg. The actual concentration was 1.0 mg and this resulted in each pca dose being 7.5 mg instead of the intended 1.5 mg. The infusion was checked one hour later. It was reported that the pump registered 15 pca doses, with a volume of 21.1 mg given and a remaining volume of 18.5 mg. At 0450 on the following day, the pump alarmed "empty container" and a new container was hung. At that time, the nurse programmed a container size of 100 mg, and left the concentration the same (0.2 mg/ml). The patient was noted to be lethargic at 9 am the following day after patient had received 3 requsted doses in 45 minutes. The reporter specified that the patient was sedated, but there were no variations in the patient's vital signs. The pca was discontinued and the patient was observed; it was reported that no other interventions were required and there was no negative patient outcome. According to the customer, during their internal investigation, it was determined that in addition to a programming error, the pump also overdelivered. Details to support the overdelivery were not provided. Though requested, no additional information was available.